Manufacturer narrative:
There was no patient involvement. Livanova (B)(4) manufactures the heater-cooler system 3t . The incident occurred in (B)(6). The technician in charge found that the patient pumps could not run and noticed corrosion of the pumps bearings. The patient pumps were replaced and the problem solved. Subsequent functional verification testing was completed without further issues and the unit was returned to service. The root cause of the reported event can be traced back to corroded/damaged motor bearings due to environmental conditions in which the pumps worked. Water infiltration and condensation led to corrosion formation at the level of the bearing preventing the motor shaft from rotating.

Event description:
Livanova (B)(4) received a report that a heater-cooler system 3t displayed an error message associated to a patient pump during maintenance. There was no patient involvement.